Manufacturer narrative:
Concomitant medical products: product ID: 977a290, lot#: va1y5zt015, implanted: (B)(6) 2019, product type: lead. Product ID: 977a290, lot#: va1y5zt003, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 14-feb-2023, UDI#: (B)(4). Product ID: 977a290, serial/lot #: (B)(4), ubd: 14-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving unknown drug via an implantable neurostimulator (ins) for pain control. It was reported that the patient has been hospitalized since (B)(6) 2020 for motor problems. The neurologists have researched and diagnosed aseptic meningitis. The doctors ask if there was a link with the device, as there was a probable causal link between the device and aseptic meningitis. The cause was not identified but the neurologist was looking for the cause. There was no information regarding the actions/interventions taken and outcome.